Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during therapy on the homechoice machine(hc). The home patient(hp) stated they already cleared both system error 2240 and system error 2367. The technical service representative(tsr) advised the hp to discard supplies and finish with manuals. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Additional information: the reported issue was not confirmed. The root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability is unknown. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.